Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 12 of 12 mdrs filed for the same patient (reference 1825034-2016-2015-02467 / 02474, 2016-03234 / 03237). Remains implanted.

Event description:
Patient experienced elevated metal ion levels approximately eight years post-implantation. No revision procedure of the right hip arthroplasty has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient experienced elevated metal ion levels approximately eight years post-implantation. No revision procedure of the left hip arthroplasty has been reported to date.